Event description:
While in the cardiac operating room undergoing coronary artery bypass surgery, the patient was placed on an epinephrine drip (at 1135am) at 0.07 mcg/kg/min. Initially, the pump ran without any issue. The patient came off of the cardiopulmonary bypass at 1142 and augmented bp (blood pressure) was 94/61 with a map (mean arterial pressure) of 76. Patient (pt.) Had some intermittent augmented bps between 1143 and 1213 ranging from mid 80s/40s to 104/50s w/ maps ranging 60s to high 70s. At 1214, augmented bp was 80/46 with a map of 61. It was reported that upon attempting to change the dose on the pump at approximately 1215, the roller clamp was closed and the screen turned black and white, then let out a shrill alarm that read "door is open." The drip was moved to a second pump and the same issue occurred. At 1216, a levoped drip was started at 0.02 mcg/kg/min. At 1223, augmented bp was 59/47 w/ a map of 53. Levo drip was increased to 0.03 mcg/kg/min at 1223 and 0.05 mcg/kg/min at 1228. Between 1215 and 1230, pt received 10 mcg IV push epinephrine.